Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side ¿lump,¿ ¿fluid,¿ ¿cyst,¿ ¿harder,¿ and ¿rashes.¿ patient additionally reported ¿experienced fatigue,¿ and ¿lost weight¿ which are not device related. Healthcare professional reported "lump, fluid, cyst, the right side is harder" which are not device related. Healthcare professional additionally reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump.

Event description:
Patient reported right side lump, fluid, cyst, the right side is harder, rashes around the armpits and neck, they experience fatigue, and they have lost weight. Device has been explanted.